Manufacturer narrative:
Cmp-(B)(4). Articular surface 12mm catalog 42512600512 lot 63398882; left tibia size d catalog 42532006701 lot 63521590; stem extension 14x 30mm catalog 42557000114 lot 63522004; all poly patella catalog 42540200029 lot 63411320. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee revision procedure approximately three months post implantation due to a periprosthetic fracture. All components except the patella were removed and replaced. No additional patient consequences reported.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left knee revision procedure approximately three months post implantation due to a periprosthetic fracture. Patient sustained a medial collateral ligament avulsion during initial surgery which may have contributed. Patient also reported pain and stiffness prior to revision. All components except the patella were removed and replaced. No additional patient consequences reported.

Manufacturer narrative:
Medical product: articular surface 12mm catalog 42512600512 lot 63398882; left tibia size d catalog 42532006701 lot 63521590; stem extension 14x 30mm catalog 42557000114 lot 63522004; all poly patella catalog 42540200029 lot 63411320; female hex screw, catalog#: 42509902525, lot#: 63509590; hex head screw, catalog#: 00590103533, lot#: 63484429; hex head screw, catalog#: 00590103533, lot#: 63536898, reported event was confirmed by review of x-rays and medical records. Radiograph review noted: peri-prosthetic fracture distal femoral metaphysis with lateral displacement of the distal fracture fragment and osteopenia which may increase risk of fracture. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Per packaging insert of persona knee system, under adverse effects section ¿bone fracture¿ is listed. Regarding x-ray image assessment, patient was osteopenic which contribute to femur fracture, and definitive root cause can be determined due to patient bone quality and condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left knee revision procedure approximately three months post implantation due to a periprosthetic fracture. Patient also reported pain and stiffness prior to revision. All components except the patella were removed and replaced. No additional patient consequences reported.